Event description:
The customer stated that 6 months ago, ems was called because she was not feeling well. When paramedics arrived, they tested her blood glucose at 44 mg/dl. She also tested on her meter at the same time and received a reading in the 400's (mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not receive any medical treatment from ems, and she was not taken to the hospital. The customer declined any troubleshooting, and disconnected the call. No product will be returned.